Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -04.50. (B)(4). Method: evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2, -04.50 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting with significant reduction of indo-corneal angles. The lens was exchanged for a shorter lens. Post-op, the patient is still complaining of reduced field of vision, with temporal "shadows" bilaterally. Last doctor visit on (B)(6) 2015, ucva was 20/16.